Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via e-mail that the customer was called and he indicated he experienced low blood glucose readings from the 40 mg/dl to the 80 mg/dl range. The customer stated it was probably caused by him being very active. Details of treatment were not provided. The customer declined troubleshooting. The insulin pump will not be returned for analysis.